Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found evidence that the device did not recognize a valid patient impedance through pads. However, the customer's pads were not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 39-year-old male patient, the device was unable to obtain an ECG signal via CPR stat padz. Complainant indicated that the clinician obtained a set of 3-lead ECG electrodes to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.